Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-01953, 1225714-2013-01954.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated mdrs #1225714-2013-01953 and 1225714-2013-01954.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.